Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the pt with pacing system was hospitalized due to syncope which resulted in a fall and broken arm. A device eval was completed, and there was oversensing of noise on this right atrial (ra) lead that lead to inappropriate atrial tachy response (atr) detections. As a result of the atr detections, ventricular rate regulation caused intermittent inappropriate pacing in the ventricle. Ventricular rate regulation was turned off and no further issues were identified with this ra lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.